Event description:
It was reported that when the implant came off the balloon when the protective sheaths were removed. There was no patient involvement. There was no clinically significant delay in procedure. A new device was used to successfully complete the procedure. Return device analysis revealed that the implant was not dislodged; however, the proximal seal was separated. Follow-up information confirmed that this is what the physician saw. The implant did not dislodge. No additional information was provided.

Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device. Evaluation summary: the complaint device was returned for analysis. The reported separation was confirmed. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances/exceptions that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.